Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device passed the selftest, rewind, prime, excessive no delivery and displacement tests. A cracked case, cracked battery tube threads, scratched display window and missing end cap sticker noted.

Event description:
It was reported that the customer stub at the bottom end of the insulin pump. It was stated that his blood glucose was high all day and they believe that instead of delivering all the insulin it was pushing out the drive support cap. The customer noticed a couple of days ago and did push it in, but the customer was not connected. No further information was provided.